Event description:
It was reported that an insulin gauge displayed an amount different from what was expected earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by refilling the cartridge with 150 units of insulin and reloading the same cartridge.